Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma-late. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported via regulatory agency right side capsular contracture, baker grade iii, and "effusion". Healthcare also reported via regulatory agency ¿cardiac infection, infectious endocarditis with infection"; this is not device related. Device has been explanted.